Manufacturer narrative:
Patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.50/2.0/090 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's right eye (od) on (B)(6) 2023. The exchange was performed due to excessive vault, significant reduction of iridocorneal angles, and angle closure with elevated iop. The problem was not resolved. Cause of the event is reported as unknown and patient related factor.